Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/22/2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available.